Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) for oversensing of noise when programmed to primary sensing vector. The patient was brought in for troubleshooting and the noise was not able to be reproduced. Sensing vector was reprogrammed as the r to t ratio and muscle noise was within appropriate ratio. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.